Manufacturer narrative:
The field service engineer (fse) noted the needle bellows was leaking and verified the needle was installed correctly. The fse flushed the vacuum system and resolved the issue. No further aspiration issues were noted. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control management plan at the facility. Beckman coulter, inc. (Bec) (B)(4).

Event description:
The customer reported more than three (3) milliliters of diluted blood leaked from the needle cartridge and onto the counter, involving coulter hmx hematology analyzer with autoloader. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the incident. The customer was advised to use proper personal protective equipment prior to troubleshooting. The customer cleaned up the fluid with household bleach and replaced the needle cartridge. The customer processed a sample and received aspiration errors. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.